Manufacturer narrative:
(B)(4). The consumer is a male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's daughter called and stated that her father was using the 9780 shower chair when the seat gave out and he allegedly fell into the tub. The consumer sustained bruising to his buttocks and the back of his arms. No medical intervention was sought. RMA (B)(4) has been initiated and the product is to be returned to invacare for an inspection and evaluation.

Event description:
Customer allegedly was using the chair when chair gave out. Minor injury alleged.